Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device could not be reprocessed (including brushing) and stopped midway due to nozzle blockage , and that foreign material remained in the device. Although, the user confirmed they conducted reprocessing in accordance with IFU the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported events is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the device was inspected prior usage and the event was found during reprocessing and no patient or procedure was involved when the event was found. It is suspected the device may have been used on a patient with the foreign material present in the device however, no impact on patient or infection have been reported.

Event description:
The customer returned the device for evaluation and repair of the issue of possible blockage of the air/water (aw) nozzle. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. In addition, the distal end rubber coating (a-rubber), right/left and up/down knobs, control unit, grip, and universal cord are dirty. The aw channel is found to be clogged as the supply of air and water failed during testing. Presence of foreign material, though suspected, cannot be confirmed as the reason for the clogging. The presence of foreign material and dirt in various parts of the device is attributed to insufficient cleaning. This medwatch is being submitted for the presence of foreign material and dirt found in the various parts of the device during device evaluation.

Manufacturer narrative:
The full name of the facility is govind ballabh pant institute of post graduate medical education & research (gipmer). The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator (fe) has foreign material. In addition the distal end rubber coating (a-rubber), right/left (r/l)and up/down (u/d) knobs, control unit, grip, and universal cord are dirty. The aw channel is found to be clogged as the supply of air and water failed during testing. Presence of foreign material, though suspected, cannot be confirmed as the reason for the clogging. The presence of foreign material and dirt in various parts of the device is attributed to insufficient cleaning. Other observations for the device are: objective lens has a scratch; adhesive on a-rubber is detached; connecting tube has a wrinkle; due to a cut on heat shrinking tube of fe lever, expected insulation capacity cannot be obtained; control body boot (ig) protector is shaved; switches (sw) sw1 and sw2 have discoloration; scope cover (s-cover) and connecting tube have a scratch; due to wear of angle wire, bending angle in u/d/l/r direction does not meet the standard value, and play of u/d knob is out of the standard value; due to damage on charge couple device (ccd) unit, the image has black dots; distal end cover (c-cover) is deformed; and light guide lens has a scratch. The user¿s complaint of nozzle blockage was not confirmed. The nozzle passed the inspection test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.